Event description:
Additional information received noted that the atrial lead and right ventricular lead were explanted on (B)(6) 2023. The patient's condition was unknown.

Event description:
Related manufacture reference number: 2017865-2023-15538. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead and ventricular lead exhibited noise oversensing causing inappropriate mode switches. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate mode switch were confirmed. As received, only the connector portion of the lead was returned for analysis. Visual inspection found a full breached outer insulation degradation. The cause of oversensing noise and inappropriate mode switch was isolated to the exposure of the outer coil at the degradation region.